Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated their back has been hurting real bad. Caller mentioned they have had 4 back surgeries since the implant was put in, and someone told them to have the implant reprogrammed to try and readdress their symptoms. Caller stated that the implant site has been hurting real bad since their last surgery in april. Caller stated the pain is off and on. Caller stated they're at a loss for what to do next. Caller's wife added that sometimes the patient says the pain is on the other side of his back. Caller commented that it looks like they might have to have another surgery and thought maybe the implant should be replaced at that time for an upgraded model. Agent redirected caller to their healthcare provider to discuss symptoms. Agent provided caller with nas and reviewed how to request a rep through their hcp. Patient¿s wife (pt rep) reported the 4 back surgeries were not related to the device/therapy in any way. Patient has rods and screws in their back (unrelated to the device/therapy) for which the 4 surgeries were related to. Pt rep reported the patient had the device removed and not replaced on (B)(6) 2023 and is currently in the hospital. The device was removed due to it bothering the patient, with pt rep reporting the patient said ¿it hurts underneath it.¿ the pt rep reported there was an infection suspected, and swabs were done of the area and nearby bone (pt rep could not clarify further) but reported they are not sure if there is an infection, as the test results have not confirmed an infection, and pt rep was unsure if all testing was finished to verify an infection. Pt rep reported the patient was having surgery to move the rods and fix a loose screw (unrelated to the device/therapy) so the patient chose to have the device removed at the same time due to it bothering them. Weight was unknown, and device disposition is unknown. Pt rep could not clarify if the lead was removed as well.